Event description:
Caller alleged discrepant results with the meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 1.1, 1.2; lab inr 1.9, 2.2. Pt is unsure of date, but states that they were done about one week ago from (B)(6) 2012. Venipuncture at the lab; tests were done within about an hour of each other. Pt's therapeutic range is 2.5 or slightly above.

Manufacturer narrative:
Investigation pending.